Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the guidewire lumen was flushed with a saline solution and the hydra jagwire guidewire was preloaded halfway. After finishing the endoscopic retrograde cholangiopancreatography procedure, the physician started advancing the guidewire further however, it was met with resistance. The physician tried to withdraw the guidewire; however, it failed. When the physician pulled out the guidewire forcefully, the hydrophilic tip of the hydra jagwire guidewire detached exposing the tip of the metal corewire. The guidewire and tandem xl ecp cannula were removed from the body. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of guidewie distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information: a visual examination of the returned device revealed that the guidewire was stuck inside the catheter. The device was removed from the catheter and presents the jacket peeled at 218.0cm to 229.5cm from the dream end; moreover, the dream end was found kinked. No evidence of detachment on the distal end or on the dream end were found. The complaint is not consistent with the return that the distal tip was detached exposing the tip of the metal corewire. It is most probable that anatomical/procedural factors could have generated the damages encountered. Based on all gathered information, the most probable root cause is ¿operational context.¿ a DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the guidewire lumen was flushed with a saline solution and the hydra jagwire guidewire was preloaded halfway. After finishing the endoscopic retrograde cholangiopancreatography procedure, the physician started advancing the guidewire further however, it was met with resistance. The physician tried to withdraw the guidewire however, it failed. When the physician pulled out the guidewire forcefully, the hydrophilic tip of the hydra jagwire guidewire detached exposing the tip of the metal corewire. The guidewire and tandem xl ecp cannula were removed from the body. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.